Manufacturer narrative:
E: institution phone (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an auxiliary alarm supply failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the auxiliary alarm supply failed alarm occurred, causing the device to crash. The ventilator was immediately replaced with another device. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.